Event description:
Major pump unit(s) involved: blood pumpspecific component(s) involved: other component malfunction, specify

Event description:
Major pump unit(s) involved: blood pumpadditional text: unknownspecific component(s) involved: other component malfunction, specifyadditional text:other component: end analysis: unknowncausative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): unknownother intervention :implant device type: lvadmalfunction device type: